Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the user opened the package for the ncircle tipless stone extractor and found the basket cannot be fully opened. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also conducted. A review of complaint history, the device history record, instructions for use, and quality control data was performed. One device was returned for investigation. The device was returned with the handle and the basket formation in the open position. The collet knob and the male luer lock adaptor (mlla) are tight. A visual examination noted the cannulated handle is not caught in the collet. The catheter is smashed 3 cm to 3.5 cm from the distal tip. There are kinks in the catheter at 6.5 cm and 63 cm from the distal tip. A visual examination noted the basket formation appears to be flat. A functional test noted the handle does not actuate the basket formation. The handle was disassembled and the junction of the cannulated handle was found to be bent and the coils in the coil assembly are off set above the catheter flare. A review of the device history record showed no non-conformances related to the reported failure. A complaint history search revealed one additional complaint associated with the complaint device lot number 8322318. The additional complaint is for a different issue and from the same customer as this complaint report. Per the instructions for use (IFU) precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that would not open due to sheath damage. The sheath of the returned device was found to be kinked and smashed in multiple locations. The sheath damage prevented the basket subassembly from moving freely within the sheath when the handle was functioned. Force applied to the handle to attempt to function the basket caused the observed handle damage: the handle cannula and sheath were found to be damaged inside the handle. The observed damage likely occurred during handling/use of the device. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.